Event description:
Pt with right femoral implants, implanted in 2001 became septic in 2002 and was not improving sop the lifesites were explanted 11 days later. The pt expired of unrelated causes 5 days later.